Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer stated that they were not able to white balance the scopes, but just the 180 scopes. The customer tested multiple scopes and multiple maj-1430 cables. It all worked on another unit and there is no image from the scopes on this one. Tac transferred the customer to the repair center to have the cv-190 sent in for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that while preparing for use, the connector rings up front were faulty on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
H4 - the correct device manufacture date has been confirmed and provided. Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the 180 scope¿s inability to connect correctly could not be identified. Olympus will continue to monitor field performance for this device.